Manufacturer narrative:
Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a problem with the preloaded intraocular lens (iol) being scratched. The iol was implanted in the patient's right eye. The iol was prepared by the nurse with ophthalmic viscoelastic device (ovd) from a different manufacturer and it was filled via the hydration port. There was no resistance when advancing the plunger. No further information was provided.